Manufacturer narrative:
A visual examination of the returned wallflex¿ biliary rx stent and delivery system noted that the proximal end of the stent was compressed. During product analysis, the outer diameter of the exterior tube was measured with a digital snap gauge and was found to be within specification. The damage identified during the product analysis is consistent with the application of excessive force. In addition, the deployment within the scope may contribute to the damage. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to be used to dilate a stenosis in biliary tree 6 caused by malignancy. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician had difficulty advancing the stent system through the scope and the stent prematurely deployed inside the channel of the scope. The delivery system and the scope were removed from the patient and then the stent was removed from the channel of the scope. To prevent the scope from damaging, the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to be used to dilate a stenosis in biliary tree 6 caused by malignancy. Reportedly, the patient's anatomy was tortuous. During the procedure, the physician had difficulty advancing the stent system through the scope and the stent prematurely deployed inside the channel of the scope. The delivery system and the scope were removed from the patient and then the stent was removed from the channel of the scope. To prevent the scope from damaging, the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.